Event description:
It was reported that the insulin pump alarmed for a button error. The battery was changed and then the insulin pump alarmed for battery out limit. Neither alarm could be cleared. The blood glucose reading was 12.0 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to moisture damage on keypad traces. No button error alarms noted. Insulin pump was unable to confirm unexpected battery out limit alarms due to keypad anomaly. Insulin pump had a cracked reservoir tube lip, cracked reservoir tube, minor scratches on display window, cracked belt clip slot and cracked case near display window corners noted during visual inspection.